Event description:
It was reported that the patient presented to the hospital for a scheduled defibrillator change out procedure. During the procedure, the physician had difficulty removing the setscrew and lead from the device header. The device was successfully explanted and replaced. The patient was doing well post surgery and would continue to be monitored.